Event description:
It was reported that at the patient's follow up it was found that the right ventricular (rv) lead had non-physiologic oversensing. It was noted that upon interrogation the rv sensing configuration was unipolar. Isometrics were performed and the oversensing was recreated. The lead was then reprogrammed to a bipolar sensing configuration. Isometrics were again performed and yielded clean egms (electrograms). The lead remains in use and the patient will be seen in one month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead, implanted: 2013-06-27. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to emi (electromagnetic interference)/noise. It was noted that there was apparent noise with 11 episodes non-sustained ventricular tachycardia (vt) recorded between 2013-(B)(6) and 2014-(B)(6).